Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the display screen went blank during a bolus delivery then displayed the animas logo. The reporter further stated that the pump had a difficult time turning back on. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: review of the black box data revealed unexplained power on reset events and power on reset events associated with call service 052 alarms on (B)(6) 2016. The returned battery cap was able to fit securely onto the pump and maintain electrical connection for investigation. The battery cap measurements were within the required specifications. On investigation, the pump powered on with appropriate auditory tone and vibration; however, the display screen remained blank when the pump powered on. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Technical analysis revealed a single component (processor) failure, which caused the blank display. Investigation did not duplicate the alleged ¿intermittent power¿ issue; however, a single component failure was determined to be the cause of the blank display.